Manufacturer narrative:
Date of event: event date is approximate. The main device, the other relevant component includes: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of clonidine and morphine via an implantable pump for non-malignant pain. It was reported the patient was worried because the dose that showed when their pump was interrogated showed twice as strong as what the patient was actually getting. The patient reported they were only getting half of what the dose was. The patient reported they were told this by their healthcare provider at a refill 3-4 months earlier. The patient was told there was an inconsistency. The patient mentioned they take oral medications during the day. Patient takes norco. It was indicated the issue began in 2017, 3-4 months ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. In response to the question asking the patient to clarify the report that the dose was showing twice as strong as what they were actually getting, the patient replied they learned of the error in (B)(6) 2017. The patient¿s usual pain doctor was not available, so another took their place. The doctor found the problem. The patient stated, ¿checking my chart, this had gone on for at least a year.¿ it was also indicated the issue occurred on "(B)(6) 2017." In response to the question if there was a programming error, or a device/therapy issue, what circumstances led to the issue, the patient stated when their primary care doctor was contacted he said it had gone on for several years. In response to the question, what symptoms (if any) were experienced related to this event, the patient said that looking back, they were in the hospital after suffering a major drug interaction. The drug interaction was later found to be from cymbalta and a blood pressure medication, and the patient was overdosed (please refer to MFR report number # 3004209178-2018-03650 regarding the overdose in the related event). The patient stated this occurred in (B)(6) 2013. Regarding steps taken to resolve the reported issue, the patient stated nothing had been done so far. Their pain clinic was closed, and they were searching for a new pain doctor. The patient¿s weight was provided as ¿185.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on april 23, 2018. Regarding the request to clarify the report that the dose showed twice as strong as what they were actually getting, and explain if there was programming, device/therapy issue, the patient said they did not know. Their guess is that their new pain doctor did not want to take the time to reprogram the pump. The patient said they did not experience any symptoms related to this event. No steps had been taken to resolve the reported issue because the "help" clinic closed. The patient was looking for a new doctor before their pump will be empty in (B)(6) 2018.